Manufacturer narrative:
Title comparison of the intracorporeal triangular and delta-shaped anastomotic techniques in totally laparoscopic distal gastrectomy for gastric cancer: an analysis with propensity score matching source surgical endoscopy, volume 34, 2020(2445-2453) date of publication: 05 august 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the aim of the study is to evaluate the safety and feasibility of different anastomotic techniques during a totally laparoscopic distal gastrectomy with billroth reconstruction in patients with gastric cancer. Post-operatively, patients experienced anastomosis-related complications. Three patients had leakage that was treated by radiologically guided drain replacement and placement of additional percutaneous drain. One patient experienced bleeding from the gastroduodenostomy anastomosis into the gastrointestinal tract that was treated with endoscopic hemostasis. And lastly, two patients experienced stenosis that wastreated by endoscopic balloon dilatation.